Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. Visual inspection of the screws reveals 2 screws are broken at the shaft. The threads are also damaged. Since all the features relevant to this complaint could not be checked due to thread damage this complaint is indeterminate from a manufacturing position.

Event description:
It was reported during an orif midface fracture procedure the head snapped off the 2.0 mm imf screw during tightening. Heads were retrieved and shafts were removed. The 8 mm screws were used to complete procedure. This is 1 of 2 reports for the same event.